Event description:
The patient was revised because of loosening of the glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the as400 found ten pieces were released for distribution on october 02, 2003. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received, the investigation will be re-opened.